Event description:
Customer informs that when placing the mesh it did not adhere. Sales is going to give ra further information. We will come back to you asap.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).